Event description:
It was reported the pt's was receiving low battery warnings. The parameter settings were not provided for calculation regarding normal end of life. The pt was working closely with her physician for the next course of action, which may include a replacement of her ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.